Event description:
The user's hearing performance with the device is affected. The user was sent to the emergency department on (B)(6) 2025 and then followed up with a physician. They did a CT and gave a pressure dressing as well as oral antibiotics. The user continued to experience ongoing pain and swelling; thus, he underwent a procedure on (B)(6) 2025 to evacuate infection and blood from under the skin flap and assess implant integrity, which was confirmed as functioning normally, and the clinic decided to preserve the current device with plans for potential use in 3-4 weeks if healing progresses. This report refers to 9710014-2025-00123. For further information please refer to this report.